Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: the investigator confirmed the issue in history but did not confirm it during testing. The pump was exercised for 24hr on 1u/h basal program , no ¿occlusion¿ occurred during test, tdd add up and reflected 24u after the duration test. Force sensor calibration reading is below specification. The pump passed delivery accuracy test force sensor resistance reading is within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: she thinks the pump is not working properly as the pt¿s bg has been over 300-400 mg/dl with extreme hunger and occasional ketones since (B)(6) 2013. Patient has been off pump for 3 days per health care provider (hcp) orders, until current pump can be checked by customer support (cs). Patient was getting injections in addition to the pump boluses. Cs review of history of boluses, tdd, basal, suspend and prime did not show anything unusual. Basal rate settings added up correctly. Time/date settings verified correct and maintained. The alarm history showed 8 call service alarms for occlusion that reporter had not contacted animas about. Noted on alarm history that on (B)(6) 2013, three occlusion alarms were emitted. No kinked cannula, redness, blood in tubing or cannula noted, and insertion techniques done correctly. Reporter stated that no issues noted at time of insertion. During (B)(6) 2013 until recently reporter would change the site/set/cartridge each time the bg was high (around 300-400 mg/dl) reporter stated that the patient¿s bg remained high despite changing the site/set/cart every 3 days and more frequently when the bg is high. A recent office visit to the hcp showed that hemoglobin a1c had jumped from 7.3 to 8. Pump therapy was discontinued and hcp recommend reporter check cs about getting pump replaced. Patient has been on injections for 3 days, bg down to 177 mg/dl as of 30 minutes prior to call. Rotation of sites is done on a consistent basis, using the back of buttocks, side of abdomen , stomach area. No kinks or blood noticed in tubing or cannula. No leakage noted at site. They have had the pump since (B)(6) 2013, and have not had any issues with it until last month when they started having high bg issues with the pump despite following site/set/cartridge change per IFU. Reporter covered high bg with the calculated insulin boluses from the pump, but bg has remained in the 300-400 mg/dl range. Reporter asked patient not to eat in an attempt to control the high bgs. Hcp was aware of the situation when patient and reporter visited hcp in mid-december, and has recently increased patient¿s basal rate. Patient will remain on injections until replacement pump arrives. This complaint is being reported because a patient experienced hyperglycemia, and the issue of the occlusion alarms was not resolved, and the user did not address the call service alarms.